Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following statement from the biomed: repeat tech error 5505. I calibrated it in january after last time it had this error. Problem repeated itself. Problem did not occur during ventilation.